Event description:
Procedure: lap appendectomy. According to the information as communicated to the company, it is alleged that: in 2005, the patient underwent a laparoscopic appendectomy procedure. The surgeon used an unspecified "tyco endo-gia stapler" which allegedly "failed" and left the distal "suture" line incomplete and allowing fecal matter to leak into the pt's abdominal cavity. The surgical site was copiously irrigated and the pt was admitted for intravenous antibiotic therapy. The pt subsequently developed an abdominal abscess which required the insertion of a PICC line for outpatient intravenous therapy and admission for a drainage procedure.